Event description:
Approximately 45 minutes following circuit exchange, a vibrating noise was heard from the ECMO circuit and the flows dropped. The patient became bradycardic, hypotensive, and hypoxic. The centrifugal pump was placed in a manual crank and the patient improved. The circuit was placed back in the electronic pump; however, shortly after the vibrating noise recurred. Hand crank operation was resumed and the centrifugal pump was replaced. The patient's status improved after the centrifugal pump was replaced.